Event description:
On 15th october 2025, it was reported by a distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tig ertape® loop suture (white/black), the swivelock ar-2324bcctt screw broke during insertion into talus. This was detected during use in a atfl repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used to complete the surgery. Ar-1678-01, ar-1678-02, and ar-2324ptb were used for socket preparation. No fragment was left inside the patient. Bone density test was not performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically improper bone preparation and/or incorrect surgical technique. Directions for use dfu-0087-eo revision 6, corkscrew®, pushlock®, and swivelock® suture anchors pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The complaint allegation was not confirmed. No evidence of that failure was received.